Manufacturer narrative:
No physical product or user data logs will be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization or hyperglycemia. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's hcp (health care provider) mistakenly made changes to the patient's pump settings based on a glooko report of another omnipod patient's data. This led to the patient being hospitalized with hyperglycemia. Symptoms, blood glucose levels, treatment and length of stay were not provided. Three due diligence attempts were made without receiving any new information. If additional information is received at a later date, a supplemental report will be submitted.